Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 17-june-2019 literature article entitled: ¿mid-term results of exeter vs endurance cemented stems¿ published by the journal of arthroplasty vol. 21 no. 8 (2006) was reviewed for MDR reportability. The study¿s objective was to present the experience of a single surgeon using 2 uniquely different cemented stem designs, the highly polished collarless tapered competitor stem and the collared, roughened, satin-finished endurance stem, followed prospectively with mid-term follow-up. 34 hips were implanted with the endurance stem with an average follow-up of 4.57 years are included in the study. The models of prostheses used include endurance cemented stem (12 high offset and 19 standard stems) as well as duraloc porous coated modular acetabular component. Please note, cement manufacturer is not provided. The study identified the following to be adverse outcomes: 7 patients experienced aseptic loosening of the stem, 1 patient experienced infection, 6 patients experienced a revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.